Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), and product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 19-feb-2020, and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient¿s friend/family member reported the communicator was not taking a charge. They have tried 5 different outlets and it appears that the pin was popping out of the port. The caller mentioned that the patient has not been able to bolus for the past 2 weeks and has been suffering. An email was sent to the repair department to replace the communicator. The communicator not taking a charge when connected to charging cable; tried multiple outlets and still no lights show on the battery indicator. The caller does not have another mico usb cord to try and stated it looks like the port may have some damage as they see silver sticking up. No patient injury reported.

Manufacturer narrative:
H3: tm90t0 communicator: analysis found visual damage to the micro usb hub. The device failed the battery charging bench test. The device had a defective recharging circuitry. The tm90 recharging circuitry was damaged and the micro usb hub bracket was broken and there was a burnt diode on the charge board. The device was then taken out of service and scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.